Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A review of the alarm log identified evidence of the air in line alarm, confirming the reported condition. The cause of the air in line alarm was determined to be an out of specification air sensor. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented the air in line alarm. There was no patient involvement. No additional information is available.